Manufacturer narrative:
Section d10: device available for evaluation: yes section d10: returned to manufacturer on: 12/1/2020 section h3: device returned to manufacturer: yes device evaluation: the complaint lens was received in the original lens case. The original folding carton, patient stickers, patient ID card, implant notification card, and an opened inner pouch were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was returned cut in half, which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected data: in the initial MDR, section h10, patient code was inadvertently missed to explain what code 3191 stands for under section h6, patient code: 3191. The following section has been updated accordingly. Section h6: patient code 3191 ¿ incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted; give date: unknown, not provided. If explanted; give date: unknown, not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the intraocular lens (iol) was unable to seat in bag after insertion. It was indicated that the incision was enlarged. No further information was provided.